Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating an igbt (insulated gate bipolar transistor) error code was observed while at the bench. There was no patient involvement.